Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant medical products : 4194-78 lead, implanted: (B)(6) 2004, 5076-45 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device was unable to be interrogated and did not tone as expected when the programmer head was placed over the device. There was device failure - clarified as no pacing, nor telemetry - and there was unexpected device longevity as well. The physician suspected a short in the device header, after tested the leads through an analyzer with no lead issues noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed shorting/low impedance in an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.